Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the firing knob would not return to its home position after the second firing at the gastric body. The cartridge could not be removed. Another device was used to complete the case. There were no adverse consequences to the patient. The cartridge was eventually removed when a nurse tried to remove it in several ways.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as the device opened without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.